Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: revision surgery due to fracture of bs cage. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient experienced a fracture of the burch-schneider cage with lower pubic fracture on (B)(6), 2013. It was further reported that initial complaints declined, but since approximately (B)(6) 2017, increase in pain and dislocation. Review of received data: - surgical notes: the surgical note of the implantation surgery, dated (B)(6) 2011, describes a revision surgery of the right hip after a cup loosening and is summarized as follows: the hip is opened and prepared in the area of the old scar. The soft tissues are carefully released and the joint is luxated. The head is removed. The shaft is firmly fixed and is not removable. The cemented low profile cup is removed and the screw heads are displayed, freed from cement remains and also removed. It is noticeable that the cage is loose and can be removed with a few hammer-hits. Curettage of the acetabulum is performed to remove the connective tissue layer. A central defect of approximately 2 cm diameter is shown at the ground of the acetabulum. Therefore, the insertion of an allofit cup is not possible and a burch-schneider reinforcement cage 50 is selected. The acetabulum is prepared and spongiosa from the last preparatory raffles in the sense of an autologous spongiosa plasty is placed into the acetabulum. Then the cage is inserted into the ischium. The superior flange is modeled onto the ilium and secured with a total of 4 screws. A low profile cup size 48, inner diameter 32 is cemented in the desired position. After hardening of the cement, trial heads with different head lengths are placed. For head length xl an absolutely stable joint situation exists, therefore a protasul head ø32 xl, 12/14 is placed and the joint is repositioned. The surgical note of the revision surgery, dated (B)(6) 2017, describes the revision surgery of the burch-schneider reinforcement cage in the right hip due to a double fracture of the cage. The procedure of the removal is summarized as follows: the hip is opened and carefully prepared to the capsule. The capsule is dorsally exposed and opened. A blackish-tinted effusion drains, from that a sample is taken. At first extensive excision of the granulation tissue is done. Parts of these are passed on for histological investigation. A ventral capsule release is necessary to remove the head. The cup is displayed and it is visible that both the inferior flange and the superior flange of the burch-schneider reinforcement cage are broken. The superior flange is overgrown by osteophytes several times. A nectrotomy is performed on the pelvic bone in order to display all the screw heads. Three of the four screw heads are broken. All 4 screws or partly the screw heads only are removed. Then the fractured superior flange is removed. The ischium is shown and the inferior flange is carefully dissected and removed. The remaining cage is removed and a defect type iic according to ¿pawrowsky¿ (assumed to be paprosky) is recognizable centrally. Then the new implants were implanted. - x-rays: three different copies of ap x-rays of the pelvis were received in pdf format in a limited quality and rather bright and overexposed. Therefore no statements regarding the bony situation around the acetabulum or changes to the bone can be done. The first x-ray dated (B)(6) 2011 was taken shortly after the implantation surgery of the burch-schneider cage on the right side. The pelvis overview shows the patient with bilateral hip replacement. The x-ray taken on (B)(6) 2013 shows another pelvis overview. The acetabular area is not clearly visible as it is overexposed and partially covered by the caption therefore no statements can be made. When compared to the previously taken x-ray it is obvious that a revision surgery of the left hip has taken place. It seems that the stem was left in place but a cage and a polyethylene insert were newly implanted. When comparing the x-ray taken (B)(6) 2017 with the x-ray dated (B)(6) 2011, a clearly fractured inferior flange as well as possibly fractured and clearly migrated screws in the superior flange can be observed. Devices analysis: - visual examination the burch-schneider reinforcement cage is fractured at both flanges. At the inferior flange the fracture runs from the transition zone between flange and cage trough two of the screw holes. The fracture at the superior flange runs through the first row of screw holes of the spherical part while the last bridge between screw hole and posterior side of the cage is still intact. The anchoring side of the cage also exhibits cement which is partially polished and partially broken off in some areas. In addition, it shows damage most likely from the revision surgery, e.g. Nicks, scratches and polishing of the blasted surface in between the screw holes. In some areas the blasted surface is polished in such a way that it could point to loosening. On the inferior flange some bone attachments can be observed on both sides and some coarse damage, cuts and instrument marks probably deriving from the revision surgery can be seen. The inferior flange exhibits three fracture surfaces which are partially to almost completely polished and damaged during time in-vivo and from the revision surgery. One of the fracture surfaces shows a coarse surface structure. The three fracture surfaces on the side of the cage are partially polished and show also partially a coarse surface structure. The superior flange is deformed and bended away from the cage most likely during the revision surgery. The superior flange exhibits five small fracture surfaces which are all slightly polished to some extent. Some slight revision damage can be observed on the anterior side of the flange. On the anchoring side of the flange at the screw holes some damage in form of thread marks of the screws can be observed. Two of the four screws are fractured. All of the screws show slight damage in form of indents and scratches most likely from the revision surgery. As far as visible, macroscopically, no defects that could have favored or triggered the fractures were found on the fracture surfaces or around the fractures. The original m.e. Müller low profile cup is still cemented into the cage. The rim exhibits some scratches that possibly derived during the implantation or revision surgery. On the cup¿s rim some protruding cement is visible. The protruding cement and the cup¿s rim show a rounded indentation across both materials. Additionally,the rounded indentation at the cement is shiny polished. The articulation surface of the cocr head shows several slight scratches located mostly in one area and some matt appearing areas. The head¿s taper shows surface changes due to fretting corrosion and some organic deposits. The reason for these surface changes remains unknown. - scanning electron microscope (sem) analysis without destructive methods it was not possible to investigate all fracture surfaces of both fractures using a scanning electron microscope (sem type jeol jsm-6610, eq-ID wnt-03-rsr-541-151103). One representative fracture surface of each fracture was further investigated. The fracture surfaces are mostly polished and worn. However on the remaining surface where the original fracture state is still visible characteristics of a fatigue fracture can be observed. Conclusion: the burch-schneider reinforcement cage was revised after approximately 5 years and 5 months in vivo due to a fracture of both flanges. According to the received information the cage already fractured in 2013 but was left in place as the patient¿s complaints decreased initially. Since approximately february 2017 pain and dislocation increased leading to revision of the right hip. With the available x-rays the fracture could not be observed on the x-ray taken in 2013. However, the fracture of the inferior flange in-vivo is visible with the x-rays taken in 2017 before the revision surgery. A possible loosening of the superior flange is assumed based on the migrated screws seen on the x-rays. The burch-schneider reinforcement cage is fractured at both transition zones between the cage and the flanges due to fatigue. The partially polished cement and the polishing of the blasted surface on the anchoring side point to loosening. A rounded indentation across the cement and the cup¿s rim was observed which points to impingement. Bone defects are mentioned in the surgical notes. It remains unknown to what extent these bone defects in the acetabulum might have influenced a possible loosening of the cage and/or contributed to a biomechanical unstable situation. The position of the implants especially inclination and anteversion of the cup as well as the range of motion of the patient are considered as influencing factors for impingement. With the available x-rays the position of the cup cannot be evaluated as the radiopaque wire is only partially visible. However, the impingement could possibly have contributed to an unusual loading situation which might have contributed to the fractures of the flanges. Based on the observation made on the retrievals it is hypothesized that the main part of the reinforcement cage was loose while the inferior flange was well anchored. It is assumed that due to this situation it came to an overload of the inferior flange at one point in time which led to the fatigue fracture. Further it is assumed that since the fractured cage was left in place it also came to a fracture of the superior flange due to fatigue. It is assumed that multiple factors might have played a role in the fracture of the superior flange such as biomechanical unstable situation, possible loose cage and overload due to the already fractured inferior flange. It cannot be excluded that the impingement could possibly have contributed to the loosening and/or fractures. Other factors, besides the above mentioned, that may have played a role remain unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information has been received on (B)(6) 2017 and has been updated in this report: surgical reports and x-rays were received. The product name, reference number and lot number were corrected: burch schneider cage right. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was now reported that the patient was implanted a burch-schneider reinforcement cage, new, right, 50 on the right side on (B)(6) 2011 and was experiencing pain since (B)(6) 2013. The patient was revised on (B)(6) 2017 due to pain, dislocation and breakage.

Manufacturer narrative:
The device has been received and the investigation has been initiated. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on may 9, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient was implanted a burch-schneider,reinforcement cage, new,left, 50 on the right side on (B)(6) 2011. The patient was revised on (B)(6) 2017 due to pain, dislocation and breakage.